Event description:
The pt reported blood glucose results of "13 mmol/l" with a lifescan meter and "17 or 18 mmol/l" on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and control solution were replaced.